Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the peeling glue was likely caused by an external force such as strong rubbing was applied to the subject part during transportation, storage, use, cleaning, etc. The following statements are in the instructions for use which may prevent this event: "important information ¿ please read before use: warning do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.".

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, a minor glue peeling was found around the pink rubber where the leaking was confirmed. In addition, a tiny chip was found on the rubber and the probe contained minor dents. The device passed a secondary leak test. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that a gastrovideoscope failed the leak test during reprocessing. There was no patient involvement or injuries reported. No additional information has been obtained.